Manufacturer narrative:
Additional, corrected, and/or changed data: a4, b5.

Event description:
Healthcare professional reported clinical patient implanted with xen®45 gts in right eye. On pod7, patient experienced blurred vision and high iop of 56 mmhg. On pod8, patient underwent laser drainage and catheter dilation. On pod14, iop was 33.7 mmhg, after ocular massage it was 27.7 mmhg, then underwent needle revision of bleb and trabeculotomy. On pod19, event noted as resolved. Device remains implanted.

Event description:
Healthcare professional reported clinical patient implanted with xen®45 gts in right eye. On pod7, patient experienced blurred vision and high iop. On pod8, patient underwent laser drainage and catheter dilation. On pod19, event noted as resolved.

Manufacturer narrative:
The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event is a known potential adverse event addressed in the product labeling.